Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. On 5/15/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was not confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 450cc mentor memorygel breast implants, suffered bilateral breast implant rupture, post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices on 3/19/2019: (left) 545cc mentor memorygel breast implant catalog: smpx545 lot: 7578009 sn: (B)(4) and (right) 545cc mentor memorygel breast implant catalog: smpx545 lot: 7584744 sn: (B)(4). This medwatch form is for the left breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4).